Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. Difficulty reading the display was also noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1, date of submission 10/09/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: investigation revealed that there was a horizontal line going through the display when the pump was powered on. The pump case was opened and moisture was observed throughout the pump case. Further functionality testing was prohibited due to presence of moisture in the pump.